Event description:
The customer reported to olympus, the tracheal intubation fiberscope had air/water leakages. Upon inspection and testing of the returned device, it was discovered the coating on the image guide tube was peeling off. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the flexible tube coating peeling off found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the watertightness was not maintained due to holes in the insertion tube. In addition, it was noted, the bending angle was insufficient due to the elongation of the angle wire, the flexible tube of the insertion section was crushed, the coating of the image guide coil was peeling off (1mm2 or more), the curved rubber adhesive part was missing, peeling (floating) of the curved rubber adhesive part, mark peeling on the operation part and discoloration in the eyepiece. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 code (investigation conclusion). Code 4315 (cause not established) was inadvertently submitted on the previous follow up report. The corrected code has been added to h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. This supplemental report includes a correction to e4 from initial medwatch. Also, information added to d8 and h4. Olympus will continue to monitor field performance for this device.